Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, while squeezing the handle to crush the stone, the handle cannula disengaged and broke. The basket was no longer able to be opened or closed. The stone was released from the basket by cutting the wires at the proximal end next to the handle. The plastic sheath was removed, and a pair of clamps was placed on the wire and closed, which loosened the basket and released the stone. The stone was then successfully removed with an extractor pro stone retrieval balloon. There were no patient complications reported as a result of the event. The patient's condition following the procedure was reported to be stable.